Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). Database analysis revealed that the ipg appeared to be working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.